Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient showed signs of hemolysis on labs plus dark urine. A computed tomography (CT) scan was reassuring. No alarms were noted but increasing pulsatility index (pi) events were noted around 16:00. Log files were sent for review. The event log contained alarms associated with the recent implant on (B)(6) 2025. Following these initial alarms, the log contained clusters of pi events as well as routine power source changes. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. Hemolysis was confirmed. Lactate dehydrogenase (ldh) peaked at 1072 on (B)(6) 2025. The patient was back to normal ldh at 251 as of (B)(6) 2025. The patient had been switched to bivalirudin from heparin and resolution followed. The patient was being discharged on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events could not be conclusively established through this evaluation. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.